Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture". Device has been explanted.

Event description:
Patient reported left side "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, red particles material was found on the gel and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening striated and stress marks. Based on the device analysis the final assessment is: -one opening striated in the side radius assessed as surgical damage.